Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection with the unaided eye confirmed that the purge line tube had been fractured at the joint with the oxygenator port. The supportive arm had come off the oxygenator. The fracture surface of the purge line tube was inspected under a magnification and electron microscope. It was found smooth, which inferred that the fracture may have caused due to having been exposed to a momentaneous shock load. There was not any foreign substance or air embedded in the material, which could be a trigger of the fracture. The purge line tube of the actual sample was cut, and the cross-section was inspected under magnification. The wall thickness was confirmed even. The outside and inside diameters of the tube were measured. Compared to the current product sample, no difference in the measured values was confirmed. Reproductive test/low-temperature fragility was performed assuming that the fracture occurred during transportation or storage, multiple test samples packed in the unit boxes were cooled, and then dropped from 1.5 meter high. As a result, some of the tubes were fractured at the joint with the product: the fracture surface of the fractured tube was evaluated and confirmed to be similar to that of the fractured purge line tube of the actual sample. The test condition was set discretionary. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the product was chilled under low temperature environment during transportation or storage in the cold season, and the product in that state was exposed to strong impact load during being handled, which resulted in the fracture of the purge line tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). PMA/510(k)- k130280. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the capiox device was used pre-treatment. Leakage: the operator found the purge line fractured during setup, while the outside package was in good condition. The procedure outcome was not reported. The patient was not harmed.